Event description:
The patient was admitted for a procedure in 2008 with a lesion in the right internal carotid artery. There was mild calcification and 70% stenosis. The lesion was pre-dilated at 10atm and an angioguard was delivered and a precise stent was successfully implanted. The stent was post-dilated. After the post-dilatation, the patient developed a stroke with symptoms of heavy paralysis on the left side of the body and convulsions. Edaravone and glyceol were administered for reducing cerebral edema, and intravenous treatment (phenytoin) was given for convulsions. Although the mild paralysis and convulsion still remained, the patient is recovering gradually. According to the physician, debris might have gone through the filter basket and leading to the stroke.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2009-00036 and 9616099-2009-00164. Additional information will be submitted upon 30 days of receipt.